Event description:
The surgeon requested a lyoplant onlay, aesculap - b. Braun company, 10.0 x 12.5 cm, ref. # 1067050, lot.# 216013. The product was opened in sterile fashion to the field, and upon receipt, he noticed that yellow blotches on the implant and requested a replacement product. The product was removed immediately.